Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Data analysis will not confirm the alleged complaint or determine a probable cause. A request for tandem data was sent. Tandem data reveals that the system was no longer getting egvs on (B)(6) 2025 at approximately 5:30 am. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. On the morning of (B)(6) 2025, the patient experienced dka (diabetic ketoacidosis) and was barely conscious. The bg reading before ambulance arrived was 1086 mg/dl and her husband was not able to get her cgm readings and her pump reportedly malfunctioned. Her husband called the 911 at around 1100am and the patient was taken to the hospital. In the ambulance the bg reading was showing high. The patient was treated with IV insulin and admitted to the ICU (intensive care unit). Bloodwork was done in the hospital. Her dexcom transmitter and sensor was removed the day she was in emergency and was thrown away. At the time of the report at the hospital on (B)(6) 2025 the bg was 165 mg/dl. The patient was still in the ICU for close monitoring. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information was available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).